Manufacturer narrative:
Upon receipt and unpacking of the returned component at the manufacturer's facility it was found that the power-supply- board in question was not delivered in esd (electrostatic discharge) packaging. A root-cause analysis of the affected electronic board is therefore no longer possible. Since in case a failure would be found it can no longer be assured, that the failure wasn`t caused by an esd damage during transport the investigation results would be unreliable and might not present the actual circumstances at the time the event occurred. The maquet sales and service unit (B)(4) has reviewed the internal process (B)(4). That also describes how to properly pack and resend damaged parts. In addition the training of all affected personal will be refreshed to prevent a reoccurrence of this event. Based on the information received on the service report the reported error message and a defect on the power supply board can be confirmed. However, a root-cause analysis of the affected electronic board is no longer possible.

Event description:
(B)(4).

Manufacturer narrative:
October 16, 2015 07:52 am (gmt-4:00) added by (B)(6): (B)(4). During the performance of a maintenance a maquet field service technician evaluated the unit in question. A defective power-supply- board was found and replaced. The system was successfully tested to all factory specifications. The defective power-supply- board was requested for further investigation. A supplemental report will be provided if additional information becomes available.

Event description:
It was reported that during maintenance the error message "-12v" was displayed. The customer was not able to provide any information at which point in time the error was first noticed. But he confirmed that at no time a patient hazard was present. (B)(4).